Event description:
Further investigation determined the head end lift was only intermittent during repair.

Manufacturer narrative:
Sensor coil.

Event description:
It was reported that the head end lift was intermittent.

Manufacturer narrative:
Follow-up submitted as further investigation determined the head end lift was only intermittent during repair and is, therefore, not reportable.